Event description:
Customer reported a malfunction alarm with the identification code [16-0x20e6], which was resettable. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the customer in doing so, but the issue recurred. Consequently, technical support arranged for a replacement pump to be shipped, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.